Event description:
In a bfarm letter to biotrnonik, from 5 september, 2008, it was reported that the lead was dislodged after an implantation time of about 4 days. The lead was repositioned in the right ventricle.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents. The production process of this device was checked. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.